Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the 4-40 stud broken. No functional testing could be performed due to the device receiving condition. The instrument was disassembled to inspect the internal components and the moisture indicator was positive and the acoustic isolator was torn. In addition the hand activation wire had the outer jacket degraded. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The damaged nose cone allowed the ingress of moisture. It is probable that the ingress of moisture affected handpiece functionality. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used.

Event description:
It was reported that during an unknown procedure, the threaded stud broke off into the instrument. The case was completed by using another like device. No patient consequence was reported. One device is being returned.

Manufacturer narrative:
(B)(4). The handpiece was received with the 4-40 stud broken. No functional testing could be performed due to the device receiving condition. The instrument was disassembled to inspect the internal components and the moisture indicator was positive and the acoustic isolator was torn. In addition the hand activation wire had the outer jacket degraded. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The damaged nose cone allowed the ingress of moisture. It is probable that the ingress of moisture affected handpiece functionality. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used.